Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and diabetic ketoacidosis. Customer administered a manual insulin injection to address bg. Reportedly, the cartridge and infusion set had been in use for more than 48 hours with humalog insulin and was using cold insulin. Tandem technical support educated the customer on insulin labeling. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.